Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is always reading 21%. The customer reported the unit was on a patient when the issue occurred. The customer stated that they had disabled their o2 alarms but the patient's oxygen saturation become low, regardless of the fraction of inspired oxygenation (fio2) concentration they set, so they replaced the ventilator with no further harm.